Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. High impedance and noise was noted. The rv (right ventricular) pacing impedance measurement was in the 400 - 600 ohm range until the last 10 days of the record ending (B) (6) 2010, when the values over this range were infinite. The lifetime ventricular sensing integrity counter was 10523, and all counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that the patient received three shocks due to oversensing, and there was noise, which could be reproduced with provocative testing and shoulder rolls. Detections were disabled, and the lead was replaced. It was later reported that there was high impedance, greater than 3000 ohms. No further patient complications have been reported as a result of this event.